Manufacturer narrative:
Article citation: mazur et al. Unplanned reoperation after lumbopelvic fixation with s-2 alar-iliac screws or iliac bolts. J neurosurg spine. 2015 apr 3:1-10. Implant date: between (B)(6) 2009 to (B)(6) 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a publication that the authors conducted a retrospective cohort study of consecutive adult patients at a single institution from (B)(6) 2009 to (B)(6) 2012 who underwent lumbopelvic fixation using s2ai screws or iliac bolts. Medical records were reviewed for patients with clinical failure, defined as an unplanned reoperation because of instrumentation failure and/or wound-r elated complications. The study population included 60 patients who underwent pelvic fixation: 37 received iliac bolts and 23 received s2ai screws. The patient presented with l5-s1 non-union and flat back syndrome. Patient underwent l1-ilium psf, placement of iliac bolts, l4 osteotomy, and l5-s1 tlif. Rhbmp-2/acs was used in the procedure. 17 months post-op the patient underwent a revision surgery for l1-2 nonunion and increased pain.